Event description:
It was reported that 2 days after successful and uneventful stent placement, the pt returned with a thrombus at the stented area. The thrombosis was successfully treated with balloon dilation. Limited info was provided and reportedly, add'l info will not be obtained.